Event description:
Turp and bilateral retrograde ureterograms performed; upon withdrawal of 10f cone tip catheter, it was noted the cone tip was missing. Area searched and cap not found. X-ray of kub done cone tip located and removed.